Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver was not reading trends properly. There was no report of injury or medical intervention. No additional event or patient information is available.